Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an escape basket was used in a procedure. According to the complainant, during preparation,when the basket was removed out from the package, it was found to be detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual assessment found the sheath had been bent from the heat shrink. One basket wire had been broken at the distal tip of the basket. Functional evaluation found the handle operation was smooth and the basket would close and open without issue. The evaluation concluded that the condition of the returned device was not consistent with the complaint that the basket had detached. Assessment of the returned device found a basket wire had been broken, but the basket was still attached. Therefore, the most probable root cause selected for the complaint is ¿not confirmed. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an escape¿ basket was used in a procedure. According to the complainant, during preparation, when the basket was removed out from the package, it was found to be detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.